Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer overslept and basal delivery had stopped. During troubleshooting with tandem technical support, pump history indicated that the customer received an auto-off alarm due to inactivity with the pump for over 12 hours. There was no impact to customer's blood glucose level.